Event description:
It was reported via repair work order that the power cord did not function as the ground pin was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.